Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported she needed to program her meter to her insulin pump. The customer stated wanted to program the old meter to her new insulin pump but she stated that the screen turns kind of purple and cloudy. Customer uses the old meter with pump she has, she manually enters the blood glucose and hit act and the number she input for blood glucose automatically put in for the food reading as well. Customer stated sometimes it does not happen everytime with the blood glucose transferring over to the food screen. Assisted customer to program her meter ID. Customer's blood glucose was 236 mg/dl. Customer does not have time to troubleshoot. Customer will call back when issues persist. No further action provided.